Event description:
Pt received cochlear implant for treatment of sensory neural hearing loss. Hosp was notified by the MFR of potential mfg error in assembly of an incorrectly installed component. This error was confirmed by x-ray and a second surgical procedure was required to explant and replace the device.